Event description:
Healthcare professional reported left side rupture via MRI. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture : observed, opening side assessed as fold flaw opening. Additional observation: no penetrating nick ( stress marks). No further actions are required as no issues with the manufacturing process are observed.

Manufacturer narrative:
Continued h.6. Health effect - impact code: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture via MRI. The device has been explanted and replaced.